Event description:
It was reported that the system 2600's table would not initialize after several attempts. There was no adverse pt involvement reported and no further pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation over the telephone with the in house biomed staff rep. The malfunction was verified. The backup diskette was then used and the system initialized. Calibration files were copied and the unit booted several times without issue. The system was tested and found to be working as intended and placed back into service.